Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is attributed to excessive force applied to the device during use. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and one similar complaint for this lot number was found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous transluminal angioplasty procedure, the 4f catheter tip detached within the patient. The physician had acquired retrograde arterial access for the angioplasty procedure. While removing the sheath from the patient post procedure, the catheter tip detached just below the valve of the access sheath. A guidewire was introduced through the catheter to keep the detached tip of the catheter from migrating. The detached catheter tip was removed together with the guidewire and the access sheath resulting in no additional consequences to the patient.